Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "door not fully latched" messages caused by the door hooks being out of adjustment. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump was constantly alarming "door not fully latched". It was also reported that there was no patient injury.